Event description:
It was reported that during a device change out for normal battery depletion, the left ventricular (lv) lead was changed out to an epicardial lead due to product performance issues. The lead had become broken, where there were observations of high out of range impedances greater than 2000 ohms. It was also noted that there was noise that was oversensed causing pacing inhibition and inappropriate shocks. The patient did not experience asystole, as he had an underlying rhythm. The patient has an occluded vein, and was not a candidate for an extraction. The lead was surgically capped. No adverse patient effects were reported.